Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplant procedure after a previous erosion. All components were removed and replaced. There was no device malfunction with the previous aus. The patient had a stable outcome following the procedure.